Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 8.6 mmol/l. The customer reported that she had been getting air bubbles in her reservoir for the past six weeks. The customer indicated that the insulin was not stored at room temperature prior to filling the reservoir. The phenomenon of outgassing was explained and advised this was probably the reason she was getting bubbles in her reservoir and tubing. The reservoir will not be returned for analysis.